Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown.

Event description:
It was reported that failure to cross and a stent dislodged. A 2.75 x 24 synergy ii drug eluting stent was advanced to the target lesion but could not cross. It was noted that the stent dislodged because there were two attempts to implant it. No patient complications were reported in relation to this event.